Event description:
During a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. Two taxus stents were placed in the distal right coronary artery (rca) without difficulty. The physician proceeded to place a third stent. A taxus express2 3.0x12mm drug eluting stent was being implanted when the balloon ruptured at 6 atm's. The physician had difficulty removing the balloon. It took about a minute and a half to remove. It appeared that the balloon was removed intact. The physician used a balloon catheter to fully deploy the stent and went on to place a fourth taxus stent. No pt complications occurred. Pt status is satisfactory.